Manufacturer narrative:
The location of the lead is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not successfully implanted due to an unknown product performance issue. The health care professional called and reported that this lead was defective and did not work. The lead was removed and replaced. No adverse patient effects were reported.